Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated experiencing sharp chest pain. Technical services (ts) advised the patient to contact the office of the physician for further discussion. The patient contacted the office of the physician and was referred back to ts. Ts clarified that patient data cannot be reviewed directly with patients and advised that the clinic can review the data; and if additional questions arise, the clinic may contact ts for further assistance. To date, this crt-d remains in service. No adverse patient effects were reported.